Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking compression plate dynamic hip system (lcp dhs) plate would not attach to the wrench during surgery. As a result, the surgeon had to insert the screws with the use of the assembled instrument and then place the lcp dhs plate. There was a reported fifteen (15) minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was not explanted. Per facility, the complainant part is not available for return. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: december 12, 2014 - expiry date: december 1, 2024 - no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 2 for (B)(4).